Manufacturer narrative:
The investigation of the reported failure mode has been completed. The device and data logs were returned for investigation. The data logs show that about an hour and 29 minutes into support, the placement signal (ps) spikes to 200mmhg and signal not reliable (snr) drops to 0, lamp steps up, contrast decreases, and gain and light are relatively stable. This continues to occur for about 43 minutes and then ps stabilizes and the 5s parameters improve. The product was returned and the 5s parameters were within specification. The sensor face did not have any artifacts on it and the diaphragm was not fractured. Laser continuity did not reveal any damages to the fiber line. No psnr alarms were produced. The root cause of the optical signal issue is most likely due to an interaction with another device based on the clinical details and data log/returned product analysis. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that they encountered placement signal issues. During the case, shockwave was used and placement signal went up to 300 systolic and diastolic went negative. The placement signal went to dashmarks for a few seconds and then back to having diastolic placement signal that went negative. There was a lot of artifact shown on the placement signal. This resolved at the end of the case when the impella was dropped to p2 for weaning and explant. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.